Event description:
3.0 x 16 nir stent was placed in the circumflex coronary artery. A 2.0 ranger balloon was used through the stent to reach a lesion in the 2nd obtuse marginal. When inflated, the balloon ruptured. The balloon could not be withdrawn back through the side of the stent because of partial deflation. When it was finally withdrawn, the balloon deformed the stent, necessitating bypass surgery.